Event description:
It was reported that a patient lost consciousness from having hypoglycemia while wearing a pod. The emergency medical staff was called and came to the patient. They treated the patient with glucose through intravenous therapy.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.